Event description:
It was reported that around (B)(6) 2008, the patient visited her physician for mid and low back pain and leg pain. After taking an MRI, the doctor referred the patient to a surgeon who stated that the patient had degenerated discs. On (B)(6) 2008, patient underwent a fusion procedure at l1¿2 using rhbmp-2/acs. Following the surgery, patient developed a new, severe low back pain, which radiated through her body and her abdomen. Her stomach became bloated and became sore to the touch. As a result, patient has severe pain in her back, abdomen, and legs. Patient's low back pain is aggravated by physical activity, and now feels a painful gripping sensation therein.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.